Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the merlin@home transmitter exhibited signs of burning.

Manufacturer narrative:
Final analysis found burn marks on the main circuit board (pcb) and the inner casing of the ac power adapter. The merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb.